Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician made a pass using the 3maxc with a non-penumbra guide catheter and a neuron max 6f 088 long sheath (neuron max). While retracting, the 3maxc broke at proximal end towards the hub; therefore, it was removed. The procedure was completed using a new 3maxc with the same guide catheter and neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned 3maxc was fractured at approximately 5.0 cm from the hub. Yield marks were present at the fractured sites. Conclusions: evaluation of the returned 3maxc confirmed a fracture device. Further investigation revealed yield marks near the fractured sites. This indicates that the catheter break was likely the result of a kink. If the device is forcefully manipulated at extreme angles outside the patient body, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.